Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charged and will boot: passed. Receiver functional test: passed all relevant testing. Case opened for interior inspection: passed (no moisture damage). A review of the share logs was performed and a loss of connection was not found/found within the investigation window. However, the device operated within specification. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.